Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in an unknown endovascular procedure. It was reported that during the index procedure, after the endurant stent graft system was implanted, a balloon burst occurred during the touched up of the proximal part with a reliant balloon. Alternatively, another reliant balloon was used successfully. As per the physician the cause of the event was user error. It was reported that the physician suspected that as the balloon was touched too much towards the proximal side, it possibly touched the edge of the suprarenal stent. No additional clinical sequalae were provided and the patient is fine